Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres during inflation. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.